Event description:
A home patient's spouse contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during their automated peritoneal dialysis therapy. Reportedly, the home patient disconnected the transfer set from the patient line of the homechoice set during a drain or fill cycle of the therapy without pausing treatment. When the home patient returned, they reconnected self to the setup and received the system error message shortely after doing so. Baxter's technical service center assisted the home patient's spouse in ending therapy early. Therapy was completed by setting up wtih new supplies. Per the home patient's spouse, no patient injury or medicl intervention was associated with this incident.